Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022, with the implantable pulse generator (ipg) being placed in the patient's lower back area. In february 2024 the firm was notified by the implanting physician that the surgical incision at the implant site had failed to heal. A full system explant was performed on (B)(6) 2024 due to poor healing of the surgical site. There are no known lab tests to confirm or rule out presence of infection at the site.

Manufacturer narrative:
Patient had the nalu system implanted for more than a year with ongoing failure to heal during that time. There are no reports of confirmed infection or other extenuating circumstances. Patient is reported to practice good personal hygiene and have a relatively active lifestyle. Cause of poor healing is unknown, however failure of surgical wounds to heal is a known inherent risk of invasive procedures. There are no indications that the nalu system caused the failure to heal.